Manufacturer narrative:
Prior to device evaluation, the unit was sent to an independent laboratory for confirmation culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms. The results obtained through the independent laboratory is conforming to the regulations defined in the instructions. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses enzimed prevent (onelife) detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent enziqure and brushes the instrument channel, suction cylinder, and instrument channel port. The customer uses a red pull thru brush, a stubby brush, and a pull thru brush for the lumen channels. The brushes brand was not specified. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The scope is stored horizontally in a plasmabag with plasmatyphoon drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. As of this report the unit has not been returned to olympus for inspection and evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for microbiological contamination. The scope was sampled four times. During the first sampling, the scope tested positive for 12 colony forming units (cfus) per channel ml of e. Coli. During the second sampling, the scope tested positive for 10 cfu/ channel ml of e. Coli and serratia marcescens. During the third sampling, the scope tested positive for 150 cfu/ channel ml of e. Coli and serratia marcescens. During the fourth sampling, the scope tested positive for 150 cfu/ channel ml of stenotrophomonas maltophilia and pseudomonas aeruginosa. All channels were tested. Sampling occurred during routine microbial control testing, prior to use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover insulation was less than the threshold, the bending section rubber glue was worn out, the angulation was less than the specified value, and the bending tube was shortened. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.